Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for initial implant. During the procedure, a guidewire was inserted in the lead. The physician decided to change the wire, but would not come out of the lead. The lead and guidewire were removed and not used. Another lead was implanted. The patient was stable post procedure.